Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery due to l3 compression fracture. Intra-op, upon initial inflation, the balloon ruptured. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis result: visual functional a visual and functional review of the ibt reveal that the balloon has ruptured. The rupture is a radial rupture nearer to the distal peek. This type of rupture is consistent with the balloon coming in contact with bone splinters while in the vertebral body. If information is provided in the future, a supplemental report will be issued.